Event description:
I had a hip revision surgery-replacing hip replacement from 1997 due to time and wear and tear - (B)(6) 2016. I then had 3 dislocations - (B)(6) 2016, (B)(6) 2017, and (B)(6) 2017. I then had surgery to replace this device on (B)(6) 2017. I have had problems with my hip, legs and muscles since the first dislocation and still am having problems with muscle pain, weakness, aches, pain, and burning when I stand or walk more that 5-10 minutes.